Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that the patient had taken medication(s) that contain acetaminophen. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system dexcom share system user's guide states: taking medications with acetaminophen (such as tylenol&#60000;while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person